Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 2.1 and 2.2 failed and was not detected on bus. The field service engineer (fse) found in diagnostics that none of the pockets in drawer 2.1 were seen, but the drawer did open. The fse inspected and replaced the retractor band for that drawer, and all pockets were then seen and working, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 were not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.